Manufacturer narrative:
Based on the claim against the product noting the clip application failure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was confirmed. The instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Additional observation related to customer reported complaint: the clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. Additional observations not reported by site: 1. Signs of corrosion were found on the instrument bearings. The grip input disk bearings exhibited an orange discoloration. 2. The instrument was found to have dried residue on the clamping pulleys. The complaint regarding the clip application failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not release the clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damages were noted. After the surgeon clamped on tissue, the clip would not release. The issue related to clip applier jaws remaining static/not moving when surgeon commanded movement. The clip used was a (medium-large) hem-o-lok. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The surgeon does not recall how many times the clip applier instrument had been used during the case when the incident occurred. The customer used a back-up instrument to resolve the issue.